Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 269 mg/dl. They dosed 22 units of insulin. They woke up with paramedics giving them an IV of dextrose. They said they checked their glucose and the level was 22 mg/dl. Spouse found pt unconscious. Level 1 controls was in range on the system. The device was replaced and requested to be returned for evaluation.